Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the rfu blank while unit shows ok was verified to be caused by a defective main pcb. The main pcb was replaced to resolve the problem. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.